Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebq0620 showed no other similar product complaint(s) from this lot number.

Event description:
The head nurse of neurology department found that there was no front-side clip in the extension tubing during the catheterization on (B)(6). Lack of one part resulted it not being able to be tightly connected with the catheter. Then a new catheter was used on the patient.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned the information provided does not reasonably suggest the event may have caused or contributed to a death or serious injury of a patient, user or other person. Therefore this event is deemed not reportable per 21 cfr part 803.

Event description:
The head nurse of neurology department found that there was no front-side clip in the extension tubing during the catheterization on september 18. Lack of one part resulted it not being able to be tightly connected with the catheter. Then a new catheter was used on the patient.